Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If either the meter or the strips are returned, lifescan will evaluate it/them and, if either the meter or the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultra meter is giving inaccurate high reading compared to feeling/normal readings. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on the same day at 7:30am. After patient obtained a reading of " 171 mg/dl," he took his 35 unit of novolog 70/30 and developed symptoms described as "sweaty." The patient did not require medical intervention. During the troubleshooting, the patient verified that he was using the correct testing technique, and the unit of measurement was set correctly (mg/dl). However, the punctured area was not clean correctly. This compliant is being reported because the patient developed symptoms after she obtained her alleged high reading and administered insulin based on the meter results. Note that inappropriate cleaning of the puncture site could lead to incorrect results. The usual treatment regimen of the patient was not provided. The meter, test strips, and control solution were replaced.